Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on 06 february 2025 wherein ipg was explanted and replaced to address the issue.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Manufacturer narrative:
The report that the ipg was revised due to nearing end of life (eol) was confirmed. Analysis and a longevity calculation of the returned device confirmed it had declared elective replacement indication (eri) and that the normal battery depletion was due to usage.